Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac defibrillator (icm) exhibited diagnostic anomaly. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.